Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir issue. Customer's blood glucose was unknown mg/dl. The customer noted that the plunger would not move. Customer was only attempting to assemble a new set/reservoir and the reservoir had not yet been placed into the insulin pump. The customer change the reservoir and the issue resolved. The customer was advised that we would replace the reservoir and provide return material for occluded reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.